Event description:
It was reported that the patient had all of her components removed two weeks prior to report due to an infection. It was noted that the infection was located at the "implantable neurostimulator (ins) location and spine." It was noted that the infection started two weeks after implant. It was further noted that there were symptoms but there was no additional information given on the symptoms at the time of this report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), explanted: (B)(6) 2013, product type lead. No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
Additional information reported that no injuries were noted and the patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.